Event description:
It was reported that a patient was interrogated and seen with error code 10. Error code 10 is known to be a burst watch dog timeout issue that occurs when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. Further information was received that the patient's generator unexpectedly turned off. The settings were reported to be autostimualtion output current was greater than magnet stimulation output current. It was also reported the patient was in the hospital due to increased seizures and respiratory issues, and device was interrogated a week prior and seen to be ok. No additional relevant information has been received to date.